Manufacturer narrative:
Submit date: 2/14/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a hypodermic needle. The customer reports using this item to attach to a prefilled luer lock syringe and they have not been able to screw the needle on completely to the prefill syringe. The needle was not bent at any point. The hub detached from the syringe with the needle still in the hub. The medical assistant was giving the vaccine in the thigh of the patient and once she injected, the hub separated from the syringe. The staff then has to manually remove the needle from the patient's leg. There was no harm done to the patient this time, however we cannot chance this happening again.